Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time and date reset) issue. The reporter indicated that the pump time was changing every night from 2 am to 2 pm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/20/2013: the device was returned to animas and evaluated by product analysis on 07/24/2013 with the following results: no defect was found. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate. The battery was removed for about 23 hour and reinserted, the pump time and date did not reset to the default settings. The black box indicates a time and date was manually changed. There was no power on reset event to support pump reset to default. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.